Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (device used on patient). The device evaluation was completed on 31-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent into a "z" shape inside the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: tube (g04134) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03/ component code: tube (g04134) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found bent into a "z" shape inside the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (device used on patient). During the procedure, nurses noticed irrigation was not flowing down the pentaray nav catheter. The doctor took the pentaray nav catheter out of the patient and tried to flush it with a syringe, nothing came out. Staff confirmed the pentaray nav catheter flushed out fine in the beginning of the procedure. No visible damage on the catheter, no noise on signals on both carto and ep recording system. No patient consequence. Additional information was received on 15-sep-2025. Pressure irrigation stopped on the pentaray irrigated catheter (which worked properly at the beginning) after 30 minutes of the procedure. Despite an increase in pressure, no irrigation. Removal of the catheter and failure of flushing with the syringe (+++ resistance). No patient consequence. Used another device to complete the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).